Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 (at 12am). The patient manages his diabetes with insulin pump therapy; however, on the morning on (B)(6), the patient reportedly consumed more food/drink in response to the alleged product issue. According to the csr¿s documentation, as a result of the alleged issue the patient reportedly developed ¿dry mouth and urination¿ an unknown date/time afterwards. The patient, however, denied receiving any form of medical intervention after the product issue occurred. At the time of troubleshooting the csr verified the patient was not using the subject meter for the first time. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/21/2014), the patient¿s meter has been returned on 10/8/2014 and evaluated by lifescan product analysis on 10/13/2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. In addition, a secondary issue was noted when the meter was found to have a contaminated battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.